Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing on the ventricular channel was observed. Further testing was suggested. It was noted that the patient had a competitor device.